Manufacturer narrative:
(B)(4) zipper damage, broken teeth. Eval: results: eval for the returned product shows that the panel side a: window zipper slider body is open; top ridge has three 3 inch holes. (B)(4).

Event description:
The customer claims during use, there's zipper damage to the right side panel that the teeth are broken. There was no pt incident or injury reported.